Event description:
Doing a changeout of a mdt system that has a 6949 sprint fidelis lead. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).